Event description:
Customer complaint alleges "cracks in the inner diameter of the connector, which with the double lumen tube is connect." Alleged issue reported as identified during patient use. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample and an unopened representative sample were returned for evaluation. A visual exam was performed and it was observed that there were crack marks found on 22m swivel connector of both the tracheal angular connector and the bronchial angular connector of the actual sample. No cracks were found on the representative sample. Three representative samples were retrieved from current production at the manufacturing facility for simulation purposes. The samples were subjected to a plug gage test. During the testing it was found that the 22m swivel connector of all three representative samples is within specification. The representative samples were then subjected to excessive force to replicate the defect found in the returned sample. A crack mark is present when there is excessive force exerted onto the inner part of 22m swivel connector. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. There is a 100% inspection during the assembly process at the manufacturing facility; therefore, a defect of this type would be detected prior to release. It was found that the failure could be replicated when there is excessive force exerted onto the inner part of 22m swivel connector which could be induced at the user end, although an exact root cause could not be established.

Manufacturer narrative:
(B)(4). The device involved has been returned to the manufacturer. However, the investigation of said device is in progress at the time of this initial report.

Event description:
Customer complaint alleges "cracks in the inner diameter of the connector, which with the double lumen tube is connect." Alleged issue reported as identified during patient use. Patient condition reported as "fine".